Event description:
The customer reported that the screen of her insulin pump looked like there was ink in it. Her blood glucose was 224 mg/dl. The customer stated that the insulin pump was dropped. A battery change did not resolve the issue. The customer was advised to revert to back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with missing segments and a partial display due to cracked and bleeding display glass. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).